Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. During the troubleshooting technician found out that the hose used to connect the ventilator with source of gases was loose. Review of the device's logs shows that alarm o2 supply pressure low and alarm o2 concentration low occurred. The alarms suggest that cause was broken hose. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. The issue has been solved by refitting the part. Unfortunately, defective part was not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to damaged o2 hose.

Event description:
It was reported that the ventilator's o2 hose was damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).